Event description:
It was reported when using the unspecified bd vacutainer tube there was discolored/abnormal additive form. The following information was provided by the initial reporter. The customer stated: "the serum had some discoloration and looked blackish."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received the material number and lot number from the customer, therefore further investigation will be unable to be performed. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.